Event description:
It was reported that during a pulmonary lobectomy, the staples were not released from the clamp. The reload was replaced with another from the same lot, yet had the same issue persisted. The handle was replaced as well but the issue still persisted so they switched to a black reload, which then worked. Surgical time was extended by an hour due to the issue.

Manufacturer narrative:
D10. Concomitant product: egia60axt, egia60axt egia60 artic extra thicksulu, (lot # unknown); egiauxl, egiauxl endogia ultra univ xl stapler, (lot # p5g0931). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.